Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr calibrated all transducers and found that the exhalation flow transducer failed to calibrated. The fsr replaced the main board kit, calibrated the o2, and ran the operational verification procedure and user verification test. The unit meets manufacturer's specifications. Upon completion of the evaluation of the main printed circuit board assembly (pcba), a follow-up report will be submitted.

Event description:
The customer reported that the unit alarmed "xdcr fault" while the device was in use on a patient. There was no patient harm associated with the reported issue.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to transducer pt802 failed.